Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range (oor) pacing impedances, measuring 200 ohms. It was noted the impedances had consistently ranged between 200 ohms to 300 ohms. The device was reprogrammed to pace and sense in only the ventricle. This ra lead remains in service. No adverse patient effects were reported.